Event description:
Customer reported that she had unexplained low blood glucose. Paramedics where called to assist customer at work for low blood glucose. The blood glucose reading was 34 mg/dl when the paramedics arrived. Nothing further was reported.

Manufacturer narrative:
The insulin pump was unable to prime during prime test, motor error alarmed during the basic occlusion test due to faulty force sensor. Motor passed the motor test. Unable to perform the occlusion, prime, excessive no delivery alarm due to motor error alarms and prime fill anomaly. Unit had intermittent button response due to corroded keypad traces. No button error alarm noted. Unit was received with missing end cap sticker and cracked battery tube threads.